Event description:
It was reported that a scheduled review of device data identified that the presenting electrogram (egm) and right atrial automatic threshold (raat) and right ventricular automatic threshold (rvat) egms showed recently stored intermittent episodes of atrial undersensing. Additionally, atrial noise, which was not sensed was identified on a stored electrogram (egm). Trended data showed low amplitudes, stable atrial impedance measurements and stable atrial thresholds. The associated atrial lead is manufactured by a competitor. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.